Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, out of range impedance issue was observed on the rv lead. No abnormal values to other parameters were found. Physician elected to schedule fluoroscopy. No adverse event reported. No further information available.

Event description:
New information received: patient had a follow up and physician performed a fluoroscopy review. No evidence of lead damage was observed. Lead impedance measurements were in range. Patient is scheduled for a follow up in another 6 months. Patient was stable.